Manufacturer narrative:
Investigation: upon further inspection of the disposables set returned to terumo bct, the volume remaining in the acda bag was measured to be 560 ml. The weight limit for the acda bag post filler are 837-855 grams (including the bag). The bag from that was returned with this disposable weighed 35g empty. Based on this, the maximum solution that would have been in the bag at the start of the procedure was 820 ml. Therefore, the max ac used while on trima would be 260 ml. It should be noted that this estimate may be high due moisture loss of the product during shipping/storage. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
The trima disposable set was returned for evaluation. Upon visual inspection of the set some visual evidence of clotting/clumping was present in the access/return lines, at the bottom of the reservoir and in the channel at the collect connector. It was also noted that the ac bag frangible was broken, but the stem and base did not appear to be adequately separated. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 30 minutes into a collection procedure, they received multiple alarms including 'low platelet concentration' alarm. The operator noticed 'large' clumping in the tubing line, return reservoir, and channel. The procedure was aborted and the patient was disconnected with rinse back. Per the customer, there were no issues with the donor. Patient information is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in evaluation codes, additional MFR narrative, and corrected information in describe event or problem. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to: - insufficient anti-coagulation of the extra corporeal system. This may be attributable to the selected ac ratio being too high, the frangible stem impeding flow due by reseating on the base,or a pinched ac line. - the patient's blood physiology and cell counts.

Event description:
The procedure was ended without rinseback.